Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. Photographs of the aortic cutter 3.8 mm was received. A photographic inspection was conducted. Signs of clinical use and heavy amounts of blood was observed on the aortic cutter. The aortic cutter housing cover was split at the joints but was not completely detached. There was only a split/gap identified at the joints of the housing, nearest to proximal end of the aortic cutter. Based on the non-return of the device as well as the photographic inspection, the reported failure "break" was confirmed. The housing was observed to be split open nearest the proximal end of the aortic cutter. (B)(6) 2020 the certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 25151498 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmrs for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) aortic cutter's grip was estranged from each other. A replacement device was used to complete the procedure. The hospital did not report any patient effects.